Event description:
One patient with discrepant ck results. Initial result gave 1 u/l. Same sample repeated two times giving 298 and 296 u/l. Erroneous result was not reported. The field service representative was unable to determine a root cause for the discrepancy. Performance tests were performed and within specification.